Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device coupling was worn, the trigger was sticking and the motor and electrical control unit were damaged. It was further determined that the device failed pretest for attachment coupling, sticky triggers, function of device and power with power test bench. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).